Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with juvéderm filler and experienced ¿nodules and granuloma.¿ biopsy was not provided. Symptom status is unknown.

Event description:
Additional information provided symptom completely resolved.

Event description:
Additional details provided noting injection sites consisted of the lips, nasolabial fold, and glabella where they developed "swelling and granulomas". The events occurred at the lips and injection sites at an unspecified time after injection. Treatment consisted of injections of hylenex ad 5fu/kenalog, and 5fu. Oral doxy 100mg twice a day for to weeks was also prescribed. Symptoms are noted to be "mostly" resolved and "much better".

Manufacturer narrative:
Clarification to d.6a.: injection date noted as approximately 2 years ago.